Manufacturer narrative:
This is two of two final MDR report being submitted for this complaint with associated MFR# 3008264254-2016-00065 and 1226348-2016-00149. A non-sterile enterprise device (B)(4) was received coiled inside of a plastic bag. The introducer tube and the delivery wire was found without damage and the stent was found deployed in the hub of prowler select plus (B)(4) the received micro catheter was inspected and a compressed section was noted at 3, 5, 18, 21 and 28cm from the distal end. The micro-catheter and the stent were inspected under microscope; the micro catheter was found compressed while no damages were noted on the received stent. The received micro-catheter was flushed using a lab sample syringe, after which a guide wire .018¿ lab sample was introduced into the micro-catheter; severe friction was felt when the guide wire was pass through of the compressed sections noted on the received micro catheter. A review of the manufacturing documentation associated with this lot 17116939 presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of obstruction of the prowler microcatheter was not confirmed during the functional test. The cause of the failure experienced by the customer appears to be due to the compressed condition found on the received micro catheter. The compressed condition noted on the received device was apparently caused by excessive force applied on the device but it could not be conclusively determined. Neither the analysis nor the DHR suggests that the failure reported could be related to the manufacturing process; procedural factors and handling process may contribute to the failure as reported. No corrective action will be taken at this time. Based on the information and analysis, the event was not confirmed. The returned product passed the functional test, the reported failure may be caused due to procedural factors. Additionally review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This is two of two initial MDR report being submitted for this complaint with associated MFR# 3008264254-2016-00065 and 1226348-2016-00149. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is expected to be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a health care professional, during a stent assisted coil embolization procedure the enterprise stent (enc452200/(B)(4) could not be advanced through the prowler select plus microcatheter (606s255x/17116939). The resistance was experienced when the stent was being advanced through the mid-shaft of the prowler catheter. There was no difficulty during introduction of the catheter over the guide wire prior to the attempted use of the complaint stent. It was verified that the stent introducer was fully seated and secured in the hub. The stent was withdrawn along with the microcatheter and new products were used to complete the procedure. There were no damages noted on the complaint stent and microcatheter prior to use or upon removal. An adequate continuous flush maintained was through the catheter. There was no report of patient injury. The patient information is unknown. It was reported that the products are available for analysis.